Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter initially stated the protective rubber on the infusion device was worn. The infusion device was received at the first level investigation unit, and it was found a button does not function. The infusion device will be sent to the manufacturer for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanical damage. As a result of the permanently activated up button, the other buttons do not respond to commands.